Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012 (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a laparoscopic bilateral salpingo-oophorectomy and sling implantation on (B)(6) 2012. The patient reported constant vaginal stinging pain since surgery with pain progressing in intensity and strong stinging pain when sitting. On (B)(6) 2012, the patient underwent removal of mesh which had eroded through the vagina including an extensive area of erosion from 12:00 position clockwise to 3:00 position and approximately 1.5cm from the urethral meatus in the vagina. There were two 1-2 mm areas of protruding mesh exposed through the vaginal wall. The surgeon dissected out the mesh including the attached prolene tensioning suture at the distal end used during the original insertion. The procedure was completed and the patient was discharged home in good condition with no complications. The mesh was submitted to pathology. No further information was provided.